Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no more hearing sensation with the device since a few days. There is no accident or trauma reported.

Manufacturer narrative:
Based on the information received and the investigation results, the root cause for the reported problem was very likely a suboptimal electrical contact of the reference electrode to the connective tissue, e.g. Due to the presence of an air bubble on top of the reference electrode. However, no such event has been reported. Although in-situ measurements were indicative of a damage to an active electrode channel, this could not be confirmed by device investigation. Damages found during device investigation are likely related to the explantation surgery. Although requested, the reason why a different electrode type was chosen during re-implantation surgery remains unclear. This is a final report.

Event description:
The patient has no more hearing sensation with the device since a few days. There is no accident or trauma reported. The patient has been re-implanted on (B)(6) 2016 with a different electrode type.